Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went into threshold suspend and the sensor reading were off. Customer's blood glucose was 116 mg/dl and sensor was 47 mg/dl. Customer did not exhibit any symptoms of low blood glucose. Customer resumed therapy and did not suspend the device. No further information reported.